Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a multilock humeral nail (mhn) was used during a surgical procedure to repair a proximal humerus fracture. After multilock screw insertion at levels a and b, the surgeon inserted the locking screw(s) as screw-in-screw. It was discovered that the approximately 2mm of the locking screw tip had penetrated through the humeral head. Removal of the locking screw was attempted, but was securely locked with the multilock screw causing both pieces to rotate. After several attempts, the locking screw spun idly and then broke just below the screw head. The multilock screw was removed and the broken pieces of the locking screw retrieved. A thirty (30) minute delay was recorded. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 04.019.036s, 4.5mm ti multiloc screw length 36mm-sterile, lot number 9255401). The subject device was received and investigated. The investigation shows that the threaded flanks at the shaft and at the conical screw head are badly damaged. The screw head of part (412.134s) is jammed into for its foreseen thread hole and cannot be removed. The manufacturing review of all above devices shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information the exact root cause cannot be determined. Due to the deformation signs at the shaft thread of the multiloc screw (04.019.036s), it is likely that the screw was not positioned aligned so that the threaded part of the screw striated along the nail during the insertion process. Due this occurrence the thread flanks were probably worn out. The cause of the breakage of the locking screw (412.134s) is probably the result of a mechanical overload situation during use. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(4). Manufacturing date:27th november 2014. Expiry date: 1st november 2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.